Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. However, in addition to the foreign material found lodged in the light guide lens adhesive, other evaluation findings are as follows: the switch box was scratched; the suction cylinder had no color; the forceps lever had a play due to wear of the knob wire; the play of the upward/ downward knob was out of the standard value due to wear of the angle wire; the light guide lens was cracked; and there was corrosion around the forceps elevator. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that there was audible rattling at the distal end of the duodenovideoscope during reprocessing. There was no report of patient harm. The device was returned, evaluated, and foreign material was found lodged in the light guide lens adhesive. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It was confirmed the device was reprocessed according to our standardized, validated procedure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Furthermore, physical damage at the material residue point was not confirmed. Therefore, the root cause of the reported event is unable to be determined. However, the likely cause of the event is due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.